Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the sagittal saw attachment was missing the rubber boot on the sag head. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The failure for broken boot was not confirmed through visual inspection by the qa technician. The boot was visually confirmed to be folded over and torn. The attachment is not a repairable device and will therefore not be returned to the user facility.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the sagittal saw attachment was missing the rubber boot on the sag head. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.